Event description:
The user facility in the united kingdom reported a piece of white particulate matter was found in the anterior chamber during the phaco part of the cataract procedure. The white particle was removed from the anterior chamber by using the phaco tip to draw it out through the corneal opening. The particle has been saved for further analysis. No clinical consequences. No patient impact.

Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. This investigation is ongoing.

Manufacturer narrative:
The particles were sent to an independent testing lab. The metallic particle was microscopically examined, photographed, and measured using a camera-equipped optical stereo microscope. The metallic particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that he particle consists primarily of carbon and oxygen. Lesser concentrations of calcium, phosphorus, sodium, and chlorine where also detected. This is consistent with organic material, calcium phosphate and saline residue. The identified material is not a component of bl5114 or used in the process to assemble bl5114. This investigation is complete.

Manufacturer narrative:
The evaluation has been completed. One small plastic cup was received inside of a plastic bag. The cup contained a whiteish colored particle that was hard to the touch and stuck to a strip of paper. The particle was approximately 1964 microns long by 1156 microns wide. One blue irrigation sleeve was returned in a separate cup. Visual inspection found it dirty with particulates, dried solutions, and was folding down inside the sleeve shaft. No other damage was found. The note indicates a handpiece, and balanced salt solution but those products were not received. The source and origin of the particle cannot be determined. The sample was sent to the lab for analysis. The lot number was provided with the returned product sample. The manufacturing and sterilization records for bl5114, lot x2020 were reviewed and found to be acceptable.